Event description:
The device was received for service. During service testing, depleted batteries were found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device evaluation was completed and the depleted battery condition was confirmed. Service installed new batteries and returned the device to the user facility. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.